Event description:
On (B)(6) 2021, a perceval plus valve was intended to be implanted. The surgeon assisting in the implant reported that during the valve collapsing, the inferior crown of the valve, the crown where there are black sutures, was not evenly folded, and a piece of the valve was protruding from the cap of the mold. Once implanted and ballooned (at 6 atm), the appearance of one of the leaflets was deemed not satisfactory; as reported, it did not coaapt well with the other two. It was therefore decided to remove the valve and put another perceval of the same size, with excellent results. The patient is reportedly not affected by the event.